Event description:
A caller reported that their pump screen was dark and would not turn on. The issue caused the customer's blood glucose level to exceed 500 mg/dl, displaying "high." To address the high blood glucose level, the customer administered a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Technical support instructed the caller on troubleshooting steps, including checking the power connection, but the screen remained off, with the pump showing a red led and vibrating periodically. It was resolved that the pump would be replaced.